Event description:
It was reported the patient experienced ineffective stimulation due to high impedance causing the system to autoreduce. In turn, surgical intervention was undertaken wherein one of two leads was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.